Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for changing of the peg/j system. During the gastrography the gastroenterologist noticed that the intestinal tube appeared to be buried in the wall of the stomach or duodenum. A replacement was not done at that time. On (B)(6) 2023, the peg/j replacement was done endoscopically. The end of the intestinal catheter was stuck in the intestine. The patient remained hospitalized.